Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited oversensing noise. During the ra lead extraction procedure, the left ventricular (lv) lead was damaged. Both ra lead and lv lead were explanted and replaced. The patient was discharged post procedure.